Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient. During the surgical trial, while the connection procedure between the lead and the extension was being carried out, it was noticed by the doctor that the set screw had not been installed. Contributing factors were: 1. Considering the possibility that it may have fallen off within the kit, it was checked whether the set screw was present in the kit, but it was not found. 2. The possibility of it falling off during insertion of the lead into the adapter was considered, but the physician recognized that it had not fallen off. Action taken was opened and attached the supplied spare set screw. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.